Event description:
During an in clinic follow up, episodes of far field r wave oversensing were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed at this time. The patient was stable and will continue being monitored.